Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2019 with complaints of purulent drainage at the driveline exit site as well warmth and redness on skin where the driveline tracks. The patient denied fevers, chills, nausea and vomiting. She stated that the drainage started on (B)(6) 2019 and erythema started on (B)(6) 2019. A visiting nurse was changing the driveline dressing daily. The nurse stated that the site was healing well. The driveline could be seen inside the wound which was thought to be new by the patient. The patient continued to take her oral medications including antibiotics. Upon admission the patient was given cefazolin 2 grams for 8 hours as recommended by infectious disease. It was noted that the patient would have needed at least 4 weeks of intravenous (IV) medication followed by chronic suppressive therapy. Driveline debridement was done on (B)(6) 2019. A flap closure was also done on (B)(6) 2019. Wound vacuum assisted (vac) closure was placed initially but was discontinued due to malfunctioning of the wound vac. Due to this it was recommended to do wet to dry dressing changes twice a day. The patient had low flows to 2.2 liters per minute (lpm) on (B)(6) 2019 in the setting of elevated mean arterial pressures (maps). There were no signs of bleeding, sepsis, or arrhythmia were noted and the patient's lactate dehydrogenase (ldh) levels were stable. The patient was asymptomatic during all of these episodes. Map was elevated to 90s and norvasc was increased to 10 milligrams (mg) to adjust for goal map of 65-85. The infection resolved without sequelae on (B)(6) 2019.

Manufacturer narrative:
Exact event date was not provided and has been estimated. Prior admissions related to the patient's recurrent driveline infection are reported in the following: (B)(6) 2018: MFR # 2916596-2020-05015, (B)(6) 2019: MFR # 2916596-2021-00781. Manufacturer investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for debridement of their driveline in (B)(6) 2019 due to a recurrent (B)(6) infection of the exit site. The patient was prescribed suppressive augmentin. The device operated as expected.